Manufacturer narrative:
D5,6; h4: informaiton not available, device not returned for analysis.

Event description:
It was reported the ems was used during an unknown procedure. It was reported by the affiliate the staples would not deliver. There was no consequence to the pt.